Event description:
Reporter states, "replaced worn out tibial insert." Wear of component occured over time. A new insert was implanted.

Manufacturer narrative:
The tibial insert cannot be evaluated for the rpt'd insert wear as it has not been returned for evaluation but rather discarded at the hosp.